Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they "put off getting their device checked because the pain is unbearable, I have a great deal of discomfort every time I have my device check, I have residual discomfort for hours after; it feels bruised", they also stated :"this is some of the worst sensations I have felt in my life and "my doctor tells me the device checks out" but that they are in disagreement. Follow up with the patient's physician indicated that the patient has high output pacing when a magnet is applied. The patient's implantable pulse generator remains in use. It was also reported that the patient experienced muscle stimulation and pain. The right ventricular (rv) lead was reprogrammed. No further patient complications have been reported as a result of this event.